Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, the device stapled only half of the line. An incomplete staple line on distal part has been noted. To resolve the issue, they cut one more time below the initial staple line as an intervention. The battery was also returned for investigation. No patient injury has been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one. No visual abnormalities were noted. The eeprom was uploaded and indicated 3 au toclave cycles for the handle. A pmv representative adapter and (single use loading unit) sulu were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.